Event description:
It was reported that post stenting treatment procedure for silent ischemia, stent deformation occurred. Vascular access was obtained via the right femoral artery. The 50% stenosed target lesion was located in the proximal left anterior descending artery (lad). The lesion was pre-dilated with a non-bsc balloon catheter. This 4.00x20mm promus element stent was deployed and well apposed to the vessel wall; however, during a follow-up visit 9 months post implantation, the physician observed stent deformation ("post-operative subsidence"). This was treated with post dilation with an unspecified balloon catheter and deployment of an unspecified stent into the 4.00x20mm promus element stent. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
(B)(4). Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).